Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at 145.78 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. It was reported that the patient recently expressed to her managing physician that her pump therapy had not been as therapeutic since the (B)(6) 2021 catheter revision (see manufacturer¿s report # 3004209178-2021-11848). The managing physician attempted cap (catheter access port) aspiration on (B)(6) 2021 and found the aspiration was ¿sluggish¿, so scheduled the patient for a catheter revision. On (B)(6) 2021 the patient was taken to surgery. The hcp opened up the pocket and attempted to aspirate the cap once he took the pump out and could not aspirate. He trimmed off the pump segment and opened up the spine. The spinal portion of the catheter once trimmed from the pump segment was free flowing csf (cerebrospinal fluid); however, the hcp opted to remove the entire catheter and start fresh with a new catheter. The new catheter was implanted and connected to the existing pump. The hcp then aspirated from the cap once everything was connected and was able to get csf. He closed up the patient and decreased her daily dose to 89.94 mcg/day and did a bolus to fill the cap chamber and catheter. The patient was admitted overnight for observation. The issue was noted to have been resolved through the surgical intervention and it was noted that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type : catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 10-feb-2022, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 09-jun-2017, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 08-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.